Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA.

Event description:
Screw head snapped of when surgeon screwed it in. Screw could not be retrieved and screw head was sucked up into theatre sucker. Screw still remained in the patient. This is 1 of 1 report for this complaint (B)(4).